Event description:
A facility reported that when the tip of the fiberoptic cord was inserted into the wolfe connection of the mlx 300w xenon lightsource (00mlx) it did not work as intended. There was a burned connection area on the lamp box. It is unknown under what circumstance this event occurred; however, no patient injury, death or surgical delay was reported.

Manufacturer narrative:
An investigation has ben initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10. The mlx 300w xenon lightsource (00mlx) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Serial number information has been provided; thus, device history record (DHR) was reviewed and no anomalies were found. The root cause(s) of the reported issue could not be determined. The issue of burnt connection may be the result of an incompatible fiber optic cable or heat exposure. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.